Event description:
It was reported to philips that the system alerted that the "emergency button" was pressed, and as a result no movements were available. There was no reported harm to patient or user. Philips has started an investigation of this complaint.